Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient has a failing right ventricular lead with an unknown failure mechanism. Merlin alerts for non-sustained right ventricular oversensing were noted via merlin.net transmissions. Review of the egms suggested possibly an issue with electromagnetic interference (emi) or lead integrity. Insulation abrasion was suspected. Lead revision was discussed. The patient was stable.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2019. Externalized conductor was noted on the lead via image. The patient was stable after the procedure and was recovering.